Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will filed upon completion of the evaluation or if additional info becomes available.

Event description:
The facility reported an infusion pump that "failed during open heart case" during pt infusion. Reportedly, when the clinical staff attempted to change an infusion rate, a failure code 12:303:984 on channel c occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info or contact was available.